Event description:
Procedure type: unk. According to the reporter: the instrument was fired over the stomach but the staples did not form properly. The tissue was then transected again, using another instrument. Procedure and pt details were requested from the account, but no further details were given.